Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "nbp not accurate, pacer spikes when patient is not being paced, screen flashes when off". The patient involved was reported to not have experienced harm or adverse patient impact.

Event description:
It was reported to philips that the device had an inaccurate nibp reading coincident with unexpected pacer spikes when the patient was not yet being paced. It was also reported that the device screen would flash when off. The patient involved was reported to not have experienced harm or adverse patient impact.